Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia to undergo a revision surgery to remove the excess skin on (B)(6) 2024. During the procedure, the abutment was removed and longer abutment was replaced.